Event description:
Information was received that a smiths medical cadd reservoir cassette was in use, the infusion was anticipated to be approximately four hours. Drug being administered was fluoruracil. No patient injury resulted.